Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material specification form found that the strength of the sutures is verified. A clinical review states this case reports the breakage of the ultrabutton adjustable fixation device during the procedure, and it is unknown if all the broken fragments were retrieved from the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided the clinical root cause of the breakage could not be determined. The ultrabutton adjustable fixation device implantable, so biocompatibility is not an issue. The patient impact beyond local irritation/discomfort, and/or migration cannot be determined. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) excessive force. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during acl procedure, inside the patient, the ultrabutton adjustable fixation device broke during insertion in the tunnel. The procedure was finished with a smith and nephew backup device. Non-significant delay. Patient injuries were not reported.